Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose was unknown mg/dl. The customer stated that the alarm occured during normal use. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions. The patient was advised that the insulin pump need to be replaced. The customer was asked verbally and in written form to return broken pump for analysis.